Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the laparoscopic ventral hernia procedure, the needle became bent, and then needle fell out of endostitch cartridge. They were able to retrieve needle from patient. The nurse loaded a second cartridge into the same handle. The needle fell out again. They used traditional suture and lap needle drivers to complete the case. There was no patient injury.